Event description:
Reportedly, after approximately 1 year (12.47 months) from date of implant, patient has presented with symptoms of regurgitation. Patient was admitted due to pleural effusion. Regurgitation due to mitral valve incompetence. Symptoms started with +1 mr and became progressively worse over the next year. Valve remains implanted.

Manufacturer narrative:
Method: device not returned tee cd was provided to an independent consultant for interpretation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device has been implanted for approximately 2 years with no immediate plans for explant. It is not available for return and evaluation. No update on patient status has been provided as of 12 april 2012. No other patient information has been provided. Follow up call with surgeon is scheduled to review echo results.